Event description:
It was reported that after the acculink was implanted in the left internal carotid artery, the emboshield nav6 recovery catheter was unable to pass the non-abbott stent at the common carotid origin. A non-abbott recovery catheter was used to remove the emboshield nav6 without further incident. There was no adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
(B)(4). The product used during the procedure was not returned, which could have aided in the determination of the cause; however, the difficulty experienced during the procedure can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, device placement technique, accessory device support, and/or partially apposed stent that hinders the recovery catheter from crossing the stent. A conclusive cause could not be determined based on the available info and the device being unavailable for analysis.